Event description:
On (B)(6) 2012, the patient contacted animas to report she was hospitalized earlier that day after she was found unresponsive and was tested 24 mg/dl. On (B)(6) 2012, the patient went skiing and cut her basal rate to half to compensate for the extra activity. In addition, she took 2.5 units of insulin for her carbohydrate intake. Her night time reading was 220 mg/dl prior to bedtime. Reportedly, she took 0.5 units for the elevated reading. By early morning at 3:01 am on (B)(6) 2012, she obtained readings of 52 mg/dl. The patient reportedly did not recall what action she took at the time of the low blood glucose reading. By 4:30 am, she was found unconscious and was taken to the hospital for treatment with IV dextrose. During troubleshooting, the animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. This complaint is being reported because the patient required treatment for hypoglycemia while on insulin pump therapy. The pump cannot be ruled out as a contributor of the incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside of normal use. The total daily dose added up correctly and reflect user's programmed basal rates. Several canceled boluses are observed in the bolus history. Pump powers up normally and pairs with a test meter successfully. The pump ran for 24 hours, no alarms occurred during testing. The keypad rubber is undamaged. All buttons respond normally to presses. The pump passes a 29 hour flow accuracy test and is found to be delivering within the required specifications. No moisture ingress and there was no defect found. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn which has no effect on insulin delivery. Unrelated to the complaint, evaluation revealed that the display screen was scratched.